Manufacturer narrative:
(B)(4) - excessive force. During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to advance or shaft separation reported from this lot. It should be noted that the coronary stent graft system, graftmaster rx instructions for use (IFU) states: should unusual resistance be felt at any time, either during access of the treatment area or during removal of the delivery system post-stent graft implantation, the delivery system and guiding catheter should be removed as a single unit. This must be done under direct visualization and fluoroscopy. Additionally, the IFU cautions: if resistance is encountered, do not force passage. Resistance may indicate damage to the device or movement of the stent graft on the balloon. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with st elevated myocardial infarction (stemi) and during a procedure of the heavily calcified, acutely stenosed, proximal right coronary artery (rca), a small perforation/dissection occurred from the use of a non-abbott device. A 2.8 x 16 mm graftmaster was advanced but could not cross and while being forcefully pushed, the proximal shaft separated. The device was removed from the anatomy without reported issue. Several minitrek balloons were used to treat the perforation and a 2.25 non-abbott stent was placed. The patient reportedly received a pacemaker. There was no adverse patient sequela or clinically significant delay in the procedure, reported, from use of the graftmaster. The patient was stabilized and transferred to the intensive care unit and later to the general floor. On (B)(6) 2014, the patient expired. No additional information was provided.